Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? No further information is available. What specific surgical procedure was performed? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? The surgeon had highly experience in using cdh device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available, but no problem was observed laparoscopically during the procedure. Was a complete transection of the white breakaway washer visually confirmed? No further information is available, but no problem was observed laparoscopically during the procedure. Was a leak test performed? If so, what was the result? No further information is available. Can you please confirm the sequence of post-operative events? When was the drain placed? Three days after the initial procedure. What was the location of the post-operative leak? No further information is available. What was the approximate size of the leak? No further information is available. During the reoperation, were staples seen throughout the circumferential anastomosis? No. All deployed staples were out of place. Can more information be provided about what was meant by, ¿deployed staples wholly came off¿? See above. Were malformed staples observed? Please describe the shape and anatomic location or the staples. No further information is available. What was done during the laparoscopy to address the leak? No further information is available. What is the current status of the patient? No further information is available.

Event description:
It was that 7 or 9 days after a procedure for the rectum, the anastomosis site was checked laparoscopically since the patient was getting worse, and it was found that the deployed staples wholly came off. The device was used in the procedure which was performed on april 12th. No problem was observed laparoscopically during the procedure. Three days after the procedure, it was found that the drain became stain. Then, the contrast radiography was performed, but no leakage was observed. The drain was placed through the anus. The surgeon had experience in using cdh device. Additional information was provided that this operation was laparoscopic rectal resection. The surgeon recognized that this operation finished completely because he checked there was no bleeding and leakage with the endoscope. He did not remember whether washer broke up or not and he did not checked the tissues shaped a donut. Postoperative 3 days, the patient appealed the abdominal pain. The nurse noticed the contamination from the drain. The surgeon performed a contrast agent test, but there was no leakage. He inserted a transanal drain. Postoperative 7~9 days, he performed an endoscopy and found that all of the staples were off and formed u-shaped. The surgeon usually anastomoses highly tension. Bmi of the patient is high. He guess they were cause the trouble. The device had been already discarded. The patient will stay hospital longer.